Event description:
Rptr had harrington rods (3) put in back and fused. He had rod in hips removed, had (2) rods removed. Then pins (2) and fusion 9/93. The pins burn at times. Rptr can feel them move at times. She still can not walk very far without something to hold onto. (*)